Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc freestyle libre sensor was not able to be applied because the applicator did not fire. The customer further reported that she became stressed, which resulted in decreasing blood glucose due to her history of addison's disease. On the evening of (B)(6)2018, the customer felt hypoglycemic and a family member administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and applicator. The sheath has been retracted. The sharp was not retracted inside applicator and was still with sensor plug. The sensor plug was not properly seated in the sensor mount. An insertion failure was observed. The complaint is confirmed due to a user issue. No product deficiency was identified.

Event description:
Customer reported that her adc freestyle libre sensor was not able to be applied because the applicator did not fire. The customer further reported that she became stressed, which resulted in decreasing blood glucose due to her history of addison's disease. On the evening of (B)(6) 2018, the customer felt hypoglycemic and a family member administered a glucagon injection. There was no report of death or permanent injury associated with this event.